Event description:
According to the rptr: procedure: kidney transplant. During the use of the jaw, the device broke and fell in the abdominal cavity. The piece was removed from the pt and the device was replaced. Surgery went well without issue after that.

Manufacturer narrative:
(B) (4). (B) (4).